Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a cable malfunction. There was no patient involvement reported.

Manufacturer narrative:
The customer reported the cable malfunction in error therefore no resolution is available as no evaluation is required.